Event description:
It was reported that the unit was sent for repair because the holster got trapped under the control module cart. The weight landed on the firing fork, bent cocking lever. It was not noted if the issue occurred during a procedure. No patient consequence reported.

Manufacturer narrative:
Eval summary: based upon the inquiry information received, visual and functional examination, the customer's issue has been confirmed. To correct the issue the analysis site replaced the shroud and firing mechanisms. Other components replaced that were not related to the customer's issue were as follows: fastening material and rotational cable. After servicing, the unit passed all qa testing procedures. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.